Event description:
Reportedly on (B)(6) 2021, this patient underwent an endovascular repair of a degenerative thoracoabdominal type ii aneurysm. During the procedure planning, it was determined that the superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft. Five gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) were used in this process. One vbx devices was implanted in the superior mesenteric artery and the other two in the left and right renal artrey respectively reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. Reportedly on (B)(6) 2021, a reintervention was performed due to a type 1c endoleak that was discovered in the superior mesenteric artery. It was recorded that the patient recovered without any sequelae.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the (B)(6). Internal casenumber. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 and h6 code b20: the device remains implanted in the patient. Therefore a device evaluation could not be performed. H3 b14: review of the manufacturing records could not be performed because the serial number is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Emdr section h6: code d12-according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension.

Manufacturer narrative:
Section b3/b4 updated. Section d6a implant date updated. Section g3/g4 510k number was added.

Event description:
Reportedly on (B)(6) 2021, this patient underwent a staged endovascular repair of a degenerative thoracoabdominal type ii aneurysm. During the procedure planning, it was determined that the superior mesenteric artery, right and left renal artery will be incorporated in the branched non-gore endograft. On (B)(6) 2021 one gore® viabahn® vbx balloon expandable endoprostheses (vbx device) was successfully implanted in the superior mesenteric artery. In addition one vbx device was implanted in the left renal artery and two vbx devices in the right renal artery. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, the gore devices were deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an a single antiplatelet therapy during the procedure. It was reported that on (B)(6) 2021, a severe type 1c endoleak has been confirmed during a CT scan. The imaging confirmed that the vbx device was not deployed within the superior mesenteric artery. Reportedly on (B)(6), 2021 a reintervention was performed and an additional stent was implanted. It was recorded that the patient recovered without any sequelae.